Manufacturer narrative:
The oad was returned with a driveshaft fracture at the distal edge of the crown. The guide wire was returned engaged in the distal driveshaft section. The distal and proximal fractured sections were sent for scanning electron microscopy (sem) analysis. Sem analysis identified evidence of fatigue striations on the fractured filar faces, indicating that the failure occurred while spinning in the presence of a high stress environment. The exact cause of the damage is unknown. Review of the log shows a low speed spin, four stalls on medium spin, one stall on glide and numerous attempts to start on glide with motor direction mismatch. This is possibly due to the crown being stuck when attempting to spin. It is possible that the stall events contributed to the driveshaft fracture, although this is not confirmed and the cause of the stall events is unknown. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During procedure to treat a lesion in proximal anterior tibial artery, the diamondback 360 exchangeable orbital atherectomy device (oad) stalled during high-speed treatment and fractured beyond the crown of the oad resulting in dissection that was identified through imaging. The procedure was performed distal to proximal. The oad was removed, followed by percutaneous transluminal angioplasty (pta), and ballooning of the vessel was done to complete the procedure. In the physician's opinion, the dissection occurred due to oad and tortuosity of the vessel.